Manufacturer narrative:
The pump was received with normal operating currents and passed all functional testing including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarms were noted. The pump was monitored and no unexpected low battery alert, off no power, battery out limit, or blank display occurred during testing. The motor passed the motor test. No cosmetic damage was noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of off no power without battery indicator and motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she received a battery out limit without a low battery occurring. The customer alternates between (B)(6) batteries. The customer did not receive a low battery alert prior to the off no power alert. The customer's last finger stick was 100. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that there was a motor position encoder error in the alarm history. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.